Event description:
Physician questions led to retesting of dozens of pt samples for hemoglobin a1c on the roche cobas c513. Numerous discrepant results were observed at our (B)(6) labs in (B)(6). Investigation by our labs and the vendor implicated a detergent needle valve that had become loose. Qc results were acceptable during both initial and repeat testing. This valve is not user-accessible part, there is no objective indicator for proper adjustment, and there is no instrument warning when such problems occur. Numerous erroneous hemoglobin a1c results reported which led to inappropriate changes in pt medication and management. There were 35 corrected reports issued.